Event description:
It was reported that an artifact was observed on the egm. The signal was not sensed by the device and was due an egm anomaly. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).